Manufacturer narrative:
Findings: unit received with blank display due to corroded battery cap contact. Unit was tested with a new battery cap and no blank display noted. Unit passed displacement test and self test. All operating currents are within specification. Unit received with cracked reservoir tube, cracked battery tube threads, and scratched lcd window.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 104 mg/dl at the time of the incident. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.